Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer went swimming with insulin pump and did not noticed there was a crack in plastic, at the back of insulin pump, now water has entered and insulin pump did not switch on anymore. The customer¿s blood glucose level was 9.7 mmol/l. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.